Manufacturer narrative:
Evaluation result: linkage.

Event description:
It was reported by service report that the foot end jack assembly would not lower. No patient involvement or adverse consequences are reported.